Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was faulty. The customer's blood glucose was 15 mmol/l at the time of incident. The customer stated the screen of the insulin pump was not reading correctly. The customer also stated that there was a black smudge on the screen and the top line of the screen was not readable. Troubleshooting did not occur. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.